Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the communication faults was not identified. The alarms resolved following the system controller exchange.

Manufacturer narrative:
Section e1: reporter address line 1: (B)(6). No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller showed communication faults on screen. The status of the patient was stable during the alarm. The patient was changed to their backup system controller. It was intended to have the product analyzed. Log files were recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted and downloaded log files; however, the alarm was not reproduced via evaluation of the returned system controller. The submitted log files from controller, serial number (B)(6) captured driveline communication fault alarms due to communication a and communication b fault flags on 11mar2026. The driveline communication fault alarm was active until the driveline was disconnected for controller exchange-approximately 15 minutes after the alarm activated. The heartmate 3 system controller (serial number (B)(6)) underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time as intended. No atypical alarms activated throughout testing. The reported communication fault alarms were not reproduced. Available information indicated that the system controller was exchanged, resolving the alarms. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled alarms and troubleshooting¿ and heartmate iii patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate iii patient handbook (rev. B, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.